Manufacturer narrative:
The subject device was returned to olympus medical system corp. The manufacturing record of a manufacturing lot of the subject device was reviewed without any irregularity. Based on the fact that the coil sheath in the proximal end of the handle of the subject device was kinked, it was concluded that the reported phenomenon occurred in the following mechanism: the coil sheath in the proximal end of the handle was sharply curved while the slider was being pushed. The coil sheath in the proximal end of the handle kinked. The slider could not be operated due to the friction caused by the kinked coil sheath. As a result of pushing the slider with large friction in the slider, portion of the handle became bent, and upon pulling the slider, the portion of the handle was caught and pulled together to snap. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During colonoscopic emr, the user attempted to push the slider but couldn't push and the loop ligating the lesioned part could not be released. The user then pushed and pulled the slider forcibly and the handle snapped. Since the user attempted to release the loop by cutting the operation wire but couldn't, the loop was removed from the lesioned part. As a result, bleeding started. The bleeding was stopped with a clip, and the procedure was aborted.